Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
On 12/12/2024, it was reported by a sales representative via phone that (2) ar-9145-36 peripheral locking screw would not lock. This occurred during a reverse total shoulder procedure on (B)(6) 2024 when the screws would not lock into the plate correctly. The screws were not removed due to concern about the patient having hard bone and the head of the screw breaking off. The case was completed with no issues and no impact on the patient. There was no delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.